Manufacturer narrative:
Correction d4: device information has been corrected. Correction d10: concomitant medical products has been updated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a00011796 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's right lead was fractured. This was confirmed via x-ray. Surgical intervention may be pending to address this issue.